Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was not reproducible with isometric testing. The lead was reprogrammed but noise was not eliminated. Chest x-ray was performed and no anomalies were noted. It was also noted that the lead exhibited low impedance. The patient would continue to be monitored with normal follow ups.

Manufacturer narrative:
Final analysis found insulation abrasion at 47.0cm to 47.8cm from the connector pin. All other damages were found to be consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
New information on 6/29/18 stated that the lead continued to exhibit low impedance and loss of capture. The patient was experienced unknown symptoms due to low impedance. The lead was explanted and replaced. The patient was stable post operation.